Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported during the implant procedure that capture could not be obtained with the right ventricular (rv) lead when attempted in multiple locations and pacing polarity configurations. The high outputs used to attempt capture also caused inhibition of the temporary pacemaker used. The rv lead was removed and another rv lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.